Manufacturer narrative:
This complaint is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon the completion of the investigation at the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 09april2024 the distributor reported that during a wristmotion procedure on a 59-year-old male patient, the tactoset syringe was prepared to augment the taper post fixation of a wristmotion implant procedure. It was reported that after ~1 hour and 26 minutes, one tactoset syringe was still reportedly flowable. The non-cured tactoset was removed from the patient and replaced with a similar product to complete the procedure. There was no negative patient impact reported. The delay in the procedure was reportedly ~1.5 hours. The tactoset was reportedly stored in a climate-controlled environment. There was no report of any appearance issue with the tactoset components or the packaging prior to use. This is one of two reports that will be submitted for the same procedure with this patient regarding two separate tactoset syringes not setting within the expected timeframe.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 09april2024 the distributor reported that during a wristmotion procedure on a 59-year-old male patient, the tactoset syringe was prepared to augment the taper post fixation of a wristmotion implant procedure. It was reported that after ~1 hour and 26 minutes, one tactoset syringe was still reportedly flowable. The non-cured tactoset was removed from the patient and replaced with a similar product to complete the procedure. There was no negative patient impact reported. The delay in the procedure was reportedly ~1.5 hours. The tactoset was reportedly stored in a climate-controlled environment. There was no report of any appearance issue with the tactoset components or the packaging prior to use. This is one of two reports that will be submitted for the same procedure with this patient regarding two separate tactoset syringes not setting within the expected timeframe.

Manufacturer narrative:
This complaint is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon the completion of the investigation at the manufacturing plant. Supplemental report: a review of the batch record was performed. There was no nonconformance recorded in the manufacturing record. The lot was released to applicable procedures and specifications. A three year retrospective review of all non-conformances for tactoset between 2021-2024. There was no non-conformances documented that was related to the reported event. A corrective action was initiated for the reported lot by the manufacturing plant. A product recall was initiated by the manufacturing plant for this lot. The recall was reported to the FDA on report number: 7093314-05072024-001-r. The case is still under investigation by the manufacturing plant. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Manufacturer narrative:
This complaint is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon the completion of the investigation at the manufacturing plant. Supplemental report: a review of the batch record was performed. There was no nonconformance recorded in the manufacturing record. The lot was released to applicable procedures and specifications. A three year retrospective review of all non-conformances for tactoset between 2021-2024. There was no non-conformances documented that was related to the reported event. A corrective action was initiated for the reported lot by the manufacturing plant. A product recall was initiated by the manufacturing plant for this lot. The recall was reported to the FDA on report number: 7093314-05072024-001-r. The case is still under investigation by the manufacturing plant. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. The device sample was not returned to the plant for analysis. A three year retrospective review of the product retention inventory was performed. There was no nonconformances related to the reported event. The IFU was reviewed: warnings, temperature storage, handling precautions, and general device-specific information are sufficiently documented in the IFU. The cause of the reported has been traced to manufacturing; moisture absorption to filled powder syringes during the prolonged in-process storage before final packaging. The moisture converted mcp to dcpd from a setting promoter to setting retardant resulting in a much slower setting reaction leading to the failure for handling test. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 09april2024 the distributor reported that during a wristmotion procedure on a 59-year-old male patient, the tactoset syringe was prepared to augment the taper post fixation of a wristmotion implant procedure. It was reported that after ~1 hour and 26 minutes, one tactoset syringe was still reportedly flowable. The non-cured tactoset was removed from the patient and replaced with a similar product to complete the procedure. There was no negative patient impact reported. The delay in the procedure was reportedly ~1.5 hours. The tactoset was reportedly stored in a climate-controlled environment. There was no report of any appearance issue with the tactoset components or the packaging prior to use. This is one of two reports that will be submitted for the same procedure with this patient regarding two separate tactoset syringes not setting within the expected timeframe.